Manufacturer narrative:
Concomitants: (6193197) 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t (6214377) 02-020-11-0350 - truliant ps cem fem ps cem right sz 5 (6418658) 204-70-00 - tibial stem ext. Screw the product associated with the reported event is within the scope of recall z-0023-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. (6424594) 201-78-15 - holding pin mini sharp point 4 pk (6466678) 02-012-60-1440 - tru stem ext 14mm x 40mm (6532858) 200-07-35 - advanced patella 35mm 3 peg implant.

Event description:
Legal case ¿ (B)(4). It was reported via legal documentation that approximately 51 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, significant pain and discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage, bone loss, and other injuries presently undiagnosed, mental and emotional loss. No further issues or complications were reported. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-0023-2022.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect and investigation clinical codes.